Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 7.5, the rate was 2.2, and 72.55 was given. The settings were reviewed, the pump was turned off, and the tubing was clamped. The cassette was removed and the tubing was massaged. Bubbles were present in the cassette tubing. The cassette was tapped on the hard surface and reattached. The pump was restarted, but the alarm persisted. The troubleshooting process was repeated, but the alarm persisted. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.